Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to address the error 42. Customer also reported the pump unexpectedly shutdown multiple times. Customer charged the pump battery and reloaded the same cartridge. Customer's blood glucose was 264 mg/dl. Customer declined tandem technical support's offer to follow up.